Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30xmf implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked to clarify "something said non-responsive", the rep stated the device never said "non-responsive" to their knowledge. The rep reported the patient had mentioned the communicator took a long time and did not hold a charge for very long so they were instructed to call to receive a new one. The rep stated there was no abnormal battery to their knowledge. The rep stated the cause of the device not working was not determined, and the most likely cause was not known. In an effort to resolve the issue, the rep stated the patient told them they would be receiving a new device and would be getting a lead revision in the near future. The reported the issue was resolved with a new programmer and communicator. The rep stated the cause of "it took 5-6 times to turn on/off and get connected" was unknown, and the most likely cause was u nknown. It was unknown if any steps were taken to resolve the issue, and it was unknown if the issue was resolved. To resolve the issue with "one of the leads moved", the rep stated a lead revision was planned for the near future, but a date had not yet been scheduled.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 978b128, lot#: va30xmf, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their symptoms were the same as before the implant or even worse. Agent reviewed therapy information and general programming guidance with the caller. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The device has not worked like the trial has. Patient has been working with the manufacturing representative (rep) since shortly after the device was implanted. Patient has talked to them over the phone, at doctor's office, and through text. Last time the rep added four more programs and they didn't help. Last time the patient talked to the rep was a week ago tuesday. Patient was currently on program c. They had to turn their therapy off at 7:30am today for a colonoscopy. Their therapy was currently still off and their symptoms have been better with therapy off then when therapy was on. Patient mentioned they had one MRI done since getting the implant. Additional information was received from the manufacturer representative (rep). The rep confirmed that there was no malfunction in device. The rep stated that the physician was aware that the patient was not benefiting from the implant as they had during the trial. The cause of the device not working was not determined. The rep was unsure about the most likely cause of the event. The patient planned to meet the physician when they were off maternity leave. Additional information was received from a patient. They reported that patient reached out reporting the previously reported issues with the therapy. Patient asked what to do with their situation. Patient mentioned that they have worked with the manufacturer representative (rep) to try all the programs and added custom programs but still did not work for their symptoms. Patient stated that they did a test with the leads by the end of december and had a shocking sensation. Patient also mentioned that one of the leads had moved. Patient also stated that someone called them around december to update the patient and said something was wrong, patient didn't remember the details of that conversation. Redirected to healthcare provider (hcp) and rep that they had been working with to provide guidance regarding their situation. Patient said they had an appointment with their hcp next week. Patient mentioned that the rep had been having trouble when trying to make changes and something said non responsive. Patient reported it took 5 to 6 times to turn on/off and to get connected. Rep redirected the patient to call to get a new controller unit/handset. Agent offered to troubleshoot external device. Patient didn't have the devices with them and would just call back once the external devices were charged up.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30xmf implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.